Event description:
It was reported to boston scientific on 04/15/2008 that during a pcnl (percutaneous nephrolithotomy) on eight days before, an occlusion balloon catheter was advanced about the upj (proximal urethral junction). When the device was inflated the balloon burst. The procedure was completed using another same type device. There were no reported pt complications, and the pt was reported as stable following the procedure.

Manufacturer narrative:
The device has been rec'd but the failure analysis has not been completed; therefore, the relationship between the device and the cause for this event cannot be determined at this time.